Manufacturer narrative:
There is no documentation of a causal relationship between the patient¿s reported fluid volume overload, respiratory failure, sepsis and pneumonia and hospitalization and the liberty select cycler. Although the pdrn alleges that the cause of the fvo was the pd therapy and the patient not draining enough, there is no reported malfunction against the cycler. There is no report of any alarms or issues encountered with the cycler during the ccpd therapy. There is a temporal relationship with the pd therapy and fluid volume overload. The patient had several comorbidities, cardiac issues and active diagnoses that could have contributed to the fvo issues. The patient has since been transitioned to hemodialysis.

Event description:
Follow-up with the patient¿s peritoneal dialysis registered nurse confirmed that the patient presented to the hospital on (B)(6) 2017 and was admitted with severe sepsis secondary to multilobar pneumonia. The patient developed acute respiratory failure with hypoxemia (unknown date). He was treated with multiple antimicrobial agents (type, route, dose, strength, duration unknown) and infectious disease was involved in patient care. The respiratory failure was attributed to a combination of the pneumonia and fluid volume overload (fvo) along with atelectasis. The causal event of the fvo is unknown, although the pdrn stated that the cause was ¿pd therapy not draining the patient enough¿. The patient was transitioned to hemodialysis (hd) during the hospitalization and the fluid was removed through hd therapy. The patient also experienced atrial fibrillation (a fib) with rapid ventricular rate (rvr), and had elevated troponin levels which was attributed to the demand ischemia from the a fib and rvr in combination with the sepsis with underlying coronary atherosclerosis. On (B)(6) 2017, the patient underwent a cardiac catheterization which revealed significant left main, left anterior descending (lad) and circumflex disease. Surgery was deemed not an option as it was too high risk for this patient and as a result he underwent percutaneous coronary intervention (pci) of the mid circumflex and left main with drug-eluting stents. The patient improved and was asymptomatic. The patient was scheduled to have his pd catheter (not a fresenius product) removed at a later date as he would continue hd therapy after discharge. The patient was discharged to a skilled nursing facility on (B)(6) 2017.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
On follow up #2 was incorrect. It should have been (B)(6) 2018. Incorrect year was selected.

Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's contact reported that the patient had an event of fluid overload and was taken to the emergency room and admitted to the hospital with chest pain. Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was clarified that the patient was not draining enough during peritoneal dialysis therapy which resulted in the fluid overload. The patient was removed from their usual peritoneal dialysis regimen and was placed on back-up hemodialysis. The patient recovered from the event has since been discharged from the hospital. The patient remains on back-up hemodialysis. Additional information has been solicited.